Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 567 mg/dl. He did not have any high blood glucose level symptoms. The customer was going to try to bolus for his high blood glucose level. The customer's blood glucose level went down to 481 mg/dl. The device was not returned.